Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced monitor to resolve the issue. The system was verified and ready to use. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, it was reported that a vertical stripe appeared on the right eye display of the surgeon side console (ssc) 1 after installation of a new system. Technical support confirmed that only this display was affected and reviewed system logs but found no related errors. The system was hard power cycled, but the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same system, and despite the defect, there was no impact on the procedure¿the operation was performed successfully. Additionally, the imaging issue that arose during the process was resolved by the field service engineer (fse).

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was analyzed. No related errors were found in logs. Upon visual inspection, no issues were identified that could be related to the reported event. The unit was installed onto an in-house system, where it functioned as expected. The unit underwent 10 power cycles, and no related errors were triggered. The unit was then left idle for 1 hour, and the image remained clear and sharp, with no vertical stripe observed during testing. The unit was found to be fully functional. The complaint was confirmed based on the field evaluation. Although a definitive root cause could not be established, the probable root cause is attributed to an electrical component issue in the hrsv.

Event description:
Refer to h11 for follow-up information.